Event description:
It was reported when using the bd veritor¿ sars-cov-2 and flu a+b assay the test result was a false negative. This event occurred 2 times. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: "there were two discrepant results." The cartridge was visually positive for both flu a and covid but when inserted the result was negative for both. "The patient was symptomatic. Customer is aware that visually reading the cartridge is out of claims. Per customer, processing and testing was performed per pi. Prior to inserting the cartridge for the 1st sample, customer noticed the positive lines for both flu a and covid. Once the cartridge was inserted, the result was negative for both. Customer collected another swab from to patient to retest. Upon retest, the visual read of the repeat cartridge also showed lines for flu a and covid, but the analyzer read the cartridge as negative. Specimen was not sent out for confirmation. Since patient was symptomatic, customer reported the result as positive.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ sars-cov-2 and flu a+b assay the test result was a false negative. This event occurred 2 times. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: "there were two discrepant results." The cartridge was visually positive for both flu a and covid but when inserted the result was negative for both. "The patient was symptomatic. Customer is aware that visually reading the cartridge is out of claims. Per customer, processing and testing was performed per pi. Prior to inserting the cartridge for the 1st sample, customer noticed the positive lines for both flu a and covid. Once the cartridge was inserted, the result was negative for both. Customer collected another swab from to patient to retest. Upon retest, the visual read of the repeat cartridge also showed lines for flu a and covid, but the analyzer read the cartridge as negative. Specimen was not sent out for confirmation. Since patient was symptomatic, customer reported the result as positive.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-feb-2022. H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges discrepant results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1254926. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against discrepant results was identified. Currently no adverse trend for discrepant results was identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported when using the bd veritor¿ sars-cov-2 and flu a+b assay the test result was a false negative. This event occurred 2 times. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: "there were two discrepant results." The cartridge was visually positive for both flu a and covid but when inserted the result was negative for both. "The patient was symptomatic. Customer is aware that visually reading the cartridge is out of claims. Per customer, processing and testing was performed per pi. Prior to inserting the cartridge for the 1st sample, customer noticed the positive lines for both flu a and covid. Once the cartridge was inserted, the result was negative for both. Customer collected another swab from to patient to retest. Upon retest, the visual read of the repeat cartridge also showed lines for flu a and covid, but the analyzer read the cartridge as negative. Specimen was not sent out for confirmation. Since patient was symptomatic, customer reported the result as positive.